Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the skin punch was noted to be bent out of box, making it difficult to use during implant. The skin punch was still used but the surgeon expressed that it did not work well given the defect. The case was not prolonged as the surgeon was able to use an alternative method. There was no serious injury to the patient and the left ventricular assist device (lvad) was functioning as intended.

Manufacturer narrative:
Section d4 and h4: expiration and manufacturing date was not available. Manufacturer's investigation conclusion: evaluation of the returned skin coring punch (6 mm (millimeters)) confirmed the bent blade. The skin coring punch was returned in like-new condition. Removal of the clear blade protector cap covering the skin punch revealed a visibly dented/dulled blade. A cut test was performed with the returned skin coring punch and a silicone mat. The skin coring punch was unable to cut through the silicone mat as expected, consistent with the reported event. A manufacturing analysis task was initiated to address an out of box bent skin coring punch. The skin coring punch is manufactured by abbott¿s supplier. A non-issuance external corrective action request was issued to the supplier for notification of the observed issue. No further action was required. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. There were no ncmrs (non-conformance material reports) or re-works related to the reported event. The heartmate 3 lvas IFU, rev. C, is currently available. Section 5 of this IFU contains instructions for creating the driveline exit site. Section 5 also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.